Event description:
It was reported that the md could not advance the intra-aortic balloon (iab) through the sheath. As a result, the iab with the sheath, was removed as one unit. Another iab was used to complete the insertion. There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.